Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient lost therapy on (B)(6) 2020. Company representative tried to establish connection and were unable to pair with external devices and deemed ipg to be inoperable. As a result to address the issue patient underwent surgical intervention on (B)(6) 2020 wherein the ipg was replaced. Reportedly patient has effective coverage of therapy.